Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced defective mesh, failure of mesh, scarring, disfigurement, mental pain, pain, adhesions, erosion, wound dehiscence, permanent physical deformity. Post-operative patient treatment included removal of mesh.